Event description:
It was reported that the unit had a "bad touch" touchscreen failure. There was no patient involvement.

Manufacturer narrative:
MFR rec¿d date 19sep2019. Date of report rec¿d 27sep2019 . The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen failed calibration. The fse replaced the touchscreen and the issue was resolved. The unit passed testing and was ready to be returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03sep2019.

Event description:
It was reported that the unit had a "bad touch" touchscreen failure. There was no patient involvement.